Event description:
Reporter alleges discrepancy between meter memory and self-test diary results: 260mg/dl to 125 mg/dl. 97 mg.dl to 205 mg/dl. No treatment info was provided. No adverse event reported. Requested return of suspect device and replacement sent.